Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of small holes is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A microscopic observation revealed multiple circumferential splits in the catheter just distal to the molded joint. The edges of the splits were observed to be rough and uneven, and the surfaces of the splits were observed to be mostly flat and granular. The catheter surface was also observed to be somewhat granular in texture and dull in luster around the area of the splits. The splits were found to be only on one side of the catheter shaft and the catheter surface surrounding the splits was observed to be encrusted in a large amount of residue. This residue was observed to be mostly white with some blue sections and yellowish spots and appeared to be somewhat brittle. The side of the catheter opposite the splits and the residue was observed to be relatively clean and undamaged. It could be seen in one of the returned photographs that the side of the catheter with the damage was positioned upward. The localized damage, surface features of the catheter material, and the shape and number of circumferential splits suggest the catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated or prolonged kinking of the catheter tubing at this location. The product IFU states: ¿avoid using acetone based solutions, or ointment. These substances are known to degrade polyurethane,¿ ¿acetone and tincture of iodine should not be used,¿ and ¿when using alcohol or alcohol containing antiseptics with polyurethane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Chlorhexidine gluconate and/or povidone iodine are the suggested antiseptics to use.¿ a lot history review (lhr) of redx2429 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC solo-catheter did not work right. The catheter was leaking from the "root", injection site, near the skin. The anest.nurse figured out that the catheter had some small holes at the "root".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2429 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC solo-catheter did not work right. The catheter was leaking from the "root", injection site, near the skin. The anest. Nurse figured out that the catheter had some small holes at the "root".